Event description:
It was reported that the patient underwent implant of the shunt on (B)(6) 2012. At the one (1) week post operative visit on (B)(6) 2012, it was noted that suspected reactivation of ocular malignant lymphoma was observed. There was no indication that any medical or surgical intervention occurred. On (B)(6) 2012, the doctor indicated there were no post operative complications. Further, it was reported there was no device malfunction nor was the event attributed to the device.

Manufacturer narrative:
(B)(6). (B)(4). To date, the shunt remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information indicated that at the patient's six (6) month post operative visit, that the ocular malignant lymphoma had resolved with no post operative complications noted. The manufacturing records for the baerveldt shunt were reviewed and showed no deviations. The baerveldt shunt passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the sterilization records for the baerveldt shunt were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results. Environmental control conditions during the manufacturing period of this batch were verified with respect to bioburden- and pyrogens and these showed no deviations. All pertinent information available to abbott medical optics has been submitted.